Event description:
Customer reported an issue with the spectrum monitor's display, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the display. Unit was rebooted and the problem was resolved.